Event description:
It was reported that the sales rep was in the hospital in 2009 and "heard" the following: the cath lab staff reported that they believed they had two incidents where, upon insertion of the intra-aortic balloon (iab), they did not specify, the acat did not recognize the volume of the iab. In the first incident, when they noticed that the volume remained at 5cc, they turned the iabp off, and when turning it back on it registered the correct volume. They did not recall if they unplugged/reconnected or fiddled with the connector. They proceeded with the case, and there was no additional report they know of concerning this iab. The sales rep will follow up with the customer. Reference medwatch 1219856-2009-00079 for the second event that the customer references in the meeting.

Manufacturer narrative:
Sample will not be returned for evaluation.